Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the cardioplegia line slipped off the oxygenator. The user facility later clarified that the cardioplegia line slipped off a "y" connector, in the arterial line of the cpb circuit. This is a customer made connection. Product was not changed out, circuit was re-connected, re-primed and de-bubbled. Surgery was completed successfully. Approx. 800cc's of blood loss. The pt was weaned from cardiopulmonary bypass without difficulty and was awake and alert within a few hours of the surgery.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information become available. (B)(4).